Manufacturer narrative:
The device has not been explanted. If is should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had a trauma to the head and that later a decrease in performance was noticed. Re-implantation has been recommended but has not yet been scheduled.